Manufacturer narrative:
Concomitant medical products: product ID: 7496-66, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2002, product type: extension. Product ID: 3586, serial#: (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative and a healthcare provider that a replacement surgery was abandoned due to the wrong device being registered. The patient was found to have extension and lead models that were different than what was registered. Review of the model numbers by technical services noted that a pocket adapter would be needed to allow a connection between the new ins and the patient's implanted extensions. The health care provider (hcp) reported that the replacement surgery was due to the battery being dead and the patient being due for a replacement. It was reported that there were only 2 contacts visible and the surgical lead contacts may be broken. No legacy products were compatible with the patient's current device and the procedure was aborted. Registration was reported to be inaccurate. It was reported that the paddle lead would need to be removed. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 7496-66 serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2002 product type extension product ID 3586 serial# (B)(6) implanted: (B)(6) 1994 explanted: (B)(6) 2009 product type lead product ID neu_label_acc serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead contact issue was that there was no compatible pocket adaptor for his legacy system. The revision surgery had no been scheduled. No further complications were reported.